Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a extensor carpi ulnaris stabilization procedure, the suture was fraying and breaking with routine handling. The case was completed with product. There was no patient injury.